Manufacturer narrative:
1038671-2023-00733 concomitants: 2365623 - 200-02-32 - three peg patella 32mm, 1467375 - 200-04-32 - cemented finned tib. Tra sz 3f/2t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00733. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, instability, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 120 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, balance problems, discomfort, pain, joint laxity, osteolysis, swelling and edema.. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.